Manufacturer narrative:
Gehc recommended replacement of the anesthesia control board.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The anesthesia machine was reportedly replaced. There was no reported patient injury.